Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #a97x0a. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two gst60d reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed a device 60mm with two fully fired gold reloads. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97x0a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did a part of the device broke? =>unk. If yes, please specify what part. Did any pieces fall into the patient?=>no if yes, were they retrieved?=>na will all pieces be returned with the device?=>na did the device cut?=>unk if yes, was the cut line complete?=>na if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>na. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pancreaticoduodenectomy, a cracking sound was heard from the main body during use, and the jaws gradually opened as the knife moved through, resulting in the staples being malformed. Only the cartridge was replaced with a new one without replacing the main body, but the same problem occurred. A competitive product, was used and the surgery continued. The cartridge color was gold. There were no adverse consequences to the patient. No additional information provided.